Event description:
It was observed during device evaluation, that the gastrointestinal videoscope was positive for contamination when tested by olympus. The air/water channel tested positive for more than 80 colony forming units (cfu) of metabacillus sp, filamentous fungi, and paenibacillus sp and the instrument and suction channels tested positive for more than 80 cfu of citrobacter freundii. The scope was tested a second time and the instrument and suction channels tested positive for 3 cfus of bacillus species. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.